Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 750 mg/dl. Reportedly, the customer had used the cartridge beyond labeling. Tandem technical support educated the customer on insulin labeling. Customer administered a correction bolus via the pump as well as a correction injection prior to going to the ER. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2024 with the issue resolved and no permanent damage.